Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage while connected to the mobile power unit was confirmed via the submitted and downloaded log files; however, it was not reproduced during the evaluation of the returned mobile power unit (mpu) (B)(6). The submitted log files, and the downloaded log file from the returned controller (a2010845) all contained data spanning 18 days (B)(6) 2020 to (B)(6) 2021 per the timestamp). The log files contained low voltage hazard alarms while connected to the mobile power unit due to the rsoc voltage in the black and white power cable simultaneously dropping to 0 volts. These alarms were associated with dual power cable disconnect alarms and the alarms resolved themselves once the rsoc voltage in both cables were restored to their expected thresholds. The returned mpu was functionally tested and found to operate as intended during analysis; the observed low voltage and invalid rsoc faults were unable to be reproduced during testing. Provided information stated that the power cord on the mpu had a solid connection to the wall outlet when the alarms were occurring. It was suggested to have the patient use another outlet within the room or house to plug the mpu in due to an issue with the initial outlet. The root cause for the reported event could not be conclusively determined through this analysis. The mpu was missing it's battery cover door. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 08dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while connected to the mpu. Upon review of the patient's log files technical services noted odd low power hazard events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. This appears to be an issue with the mpu or patient cable. The patient continued to have low voltage advisories when securely attached to the mpu. Upon review of the log file there were low power advisories while attached to the mpu which quickly resolved. The patient continues to have low voltage alarms while attached to the mpu. The patient's mpu has been replaced twice and has had a new transformer at home with a full electrical inspection. Upon review of the log files technical services observed low voltages along with power cable disconnects from both leads of the mpu.